Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, just before they began to take down branches on the saphenous. They noticed the metal on the bisector was separated from the inside of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 8/21/2019. An evaluation was conducted on 11/20/2019. There were signs of clinical use and evidence of blood observed. The heater wire was observed to be flexed away from the jaw yet remained attached to the hot jaw. The silicone jaw was observed to be intact and no other visual defects was observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, just before they began to take down branches on the saphenous. They noticed the metal on the bisector was separated from the inside of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.